Event description:
It was reported that during a surgical procedure on the knee, the cutting end of the blade broke. It was also reported that the procedure was delayed by twenty minutes as a result of this event. It was further reported that the surgery was completed using another device.

Manufacturer narrative:
The blade subject to this investigation was returned for eval. It was visually confirmed that a section of the cutting end of the blade was broken. The returned part was measured where possible and all critical specifications were met. Lot number information has not been provided to permit further investigation. The root cause is undetermined.